Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed inaccurately low results compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation since the reporter was unable to be contacted with follow-up questions. The reporter claimed that from 9:30am onwards on the morning of september 17, 2016, the meter provided "normal" results of "84, 87, 122 and 179 mg/dl", but "now when looking back in the logbook in the meter, the values have changed and they are reading high glucose instead of the lower values they presented at the time". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the reported results. The reporter claimed that approximately ten and a half hours later, at 8pm on (B)(6) 2016, the patient developed symptoms of "vomiting and loss of appetite". She reported that the patient was taken to the emergency room (ER) where a blood glucose result of "771 mg/dl" was obtained on the hospital meter and the patient's symptoms were treated with "IV insulin and saline, with and without sugar" by a healthcare professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the cca also noted that the patient's test strips had expired in june 2016. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained inaccurately low readings on the subject meter and reportedly developed signs and symptoms suggestive of severe hyperglycemia which required hcp intervention, after the alleged meter issue began.